Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump had a frozen display. Customer was trying to bolus in the morning and the device will not respond. Customer changed battery and the time was 88:88 and now it was blank. Customer states no alarmed occurred on the device. Troubleshooting for blank display was performed. Customer's blood glucose was 211 mg/dl. No damage to the device. The device was not dropped, bumped, or exposed to moisture. No damage noted in the battery compartment or cap. Customer uses recommended battery for the device. Customer received new battery cap and issue persisted. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.